Manufacturer narrative:
Patient is over (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01067 for the associated device report. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleed in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the prongs on the clip bent. The bent clip released from the catheter and fell into the patient. The clip was not retrieved from the patient and was left to pass naturally. A second resolution clip was used during the procedure, however the same issue occurred; the prongs on the clip bent. The clip fell into the patient and was not retrieved. The procedure was completed using argon plasma coagulation. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.